Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from may 07, 2020 ¿ may 08, 2020. H10: only one (1) actual sample was received for evaluation. The device was returned without the blue winged luer cap or the luer connection (non-baxter product). Visual inspection was performed via the naked did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device bladder with green color water. After fill and prime a blue winged luer cap from the same infusor family was used to close the flow restrictor. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. The other sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume infusors leaked from the luer cap during patient infusion. There was no patient involvement. No additional information is available.